Event description:
The customer reported that they're getting communication loss on their central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that they're getting communication loss on their central nurse's station (cns). Technical service (ts) troubleshot the issue and found out that the zm transmitters were plugged into an uninterruptible power source (ups) that was no longer working. The customer plugged them directly to a power outlet, which brought back most of the transmitters. Ts then had the customer reboot the cns, but the issue persisted. The power supply for the antennas was also plugged into a defective ups so the customer plugged it to a wall outlet and this brought back all transmitters, issue resolved. There was no patient injury reported. Investigation summary: during troubleshooting, it was identified that the ups for the org and the ups for the network antenna had failed. Customer plugged in the org and the antenna to a power source and was able to resolve the issue. Customer would also replace the defective upss. The available information does not suggest that there was a malfunction of the device. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 08/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 08/03/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 08/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received. B6 a2 - a6 attempt # 1: 08/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 08/03/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 08/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received. B7 a2 - a6 attempt # 1: 08/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 08/03/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 08/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: zm transmitters: model #: ni serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: ni manufacturer references # 300258613 - 113626 foloow up 001

Manufacturer narrative:
The customer reported that they're getting communication loss on their central nurse's station (cns). Technical service (ts) troubleshot the issue and found out that the zm transmitters were plugged into an uninterruptible power source (ups) that was no longer working. The customer plugged them directly to a power outlet, which brought back most of the transmitters. Ts then had the customer reboot the cns, but the issue persisted. The power supply for the antennas was also plugged into a defective ups so the customer plugged it to a wall outlet and this brought back all transmitters, issue resolved. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device was used in conjunction with the cns: zm transmitters: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: ni

Event description:
The customer reported that they're getting communication loss on their central nurse's station (cns). There was no patient injury reported